Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 530 mg/dl. They dosed 25u humalog and 20u humulin. They became incoherent and emts were called. When the emts arrived they checked their glucose and the result was 63 mg/dl on their equipment. They were treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.